Manufacturer narrative:
Based upon the clinical review, the reported endoleak was confirmed but the origin of the endoleak could not be determined. Suboptimal images were available for this review. Product appropriateness and patient candidacy could not be assessed due to the lack of a pre implant CT. Forty-six months post implant, there was evidence to support a small unknown endoleak of the cuff, approximately one centimeter below the superior stent margin of the cuff (type ia vs type iiib) as well as a type ii endoleak of a right lumbar artery in the same general area. The reported type iiia endoleak could not be confirmed or denied. Fifty-six months post implant, there continued to be evidence of the unknown proximal endoleak and type ii endoleak, although there was a stable sac. The secondary procedure was confirmed; the suprarenal cuff mitigated the leak. The final disposition of the patient could not be established due lack of information; reportedly, the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified. The main factor identified was the presence of a non-device related type ii endoleak. No specific device issue was identified during the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 56 months post implant of a bifurcated device and a infrarenal aortic extension, it was determined the patient had an endoleak. The physician elected to correct the endoleak by implanting a suprarenal aortic extension. The patient was reported to be doing good post procedure.